Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-446a-(B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/ procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It has been observed that during a bph surgical procedure at 37604 joules and 7.38 minutes of use, it was noted that the fiber was firing intermittently and not vaporizing tissue well. The patient was a long term catheterized patient with a large prostate and bleeding can occur when inserting a cystoscope; the physician used glycine and a roller ball to stop bleeding. The nursing staff did not clean the glycine from the line. It seems to have overheated the fiber and caused it not to fire effectively. The fiber was exchanged and the case was completed by using second fiber. The fiber tip was cleaned during the procedure. No injury to the patient was reported.